Manufacturer narrative:
Additional information: the reported events of elevated threshold and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix extension issue was confirmed. Visual analysis found helix was retracted and clogged with blood/tissue. The x-ray inspection found an over torqued inner coil and the helix tip was slightly damage/bent consistent with procedural damage. The helix was further damaged during performing of helix mechanism/ extension test. The cause of the reported event was isolated to the helix being bent and over torque of the inner coil.

Event description:
A few days after the implant procedure during the follow-up, there was increased threshold capture and decreased r-wave sensing noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.